Event description:
During tonsillectomy, cautery tip flamed. No injury. Cautery unit set at 30/30. (Settings confirmed by rn and md.) During tonsillectomy, using cut mode. Continuous use of cut mode tip when tip flamed inside mouth of pt. 90% oxygen being supplied via et tube. No injury to pt. No noted injured/damage to et tube. Cautery unit removed from service pending examination by co service rep. All tips in stock (same lot) removed from service. MFR of tip and cautery unit notified. Surgeon stated, during a subsequent procedure, that while using the equipment during the case that flamed, it seemed as if there was a "spray effect" while using the cut mode. The "spray effect" was not apparent during the subsequent case using another cautery unit. Surgeon was told that tip MFR suggests cleaning of the tip during a procedure to avoid building up of tissue that could catch fire. He stated he had never had a similar experience using a similar tip.